Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code has been corrected to 772 - cover). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing was conducted in accordance with instruction for use (IFU). The foreign material residue point was confirmed to be free from deformation. A root cause of the foreign material remaining in the subject device could not be identified. The instruction manual states the detection method associated with the event in "instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ and prevention method in "instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited foreign object in insertion part curved rubber. There were no reports of patient involvement.